Event description:
It was reported that the device was fired to load the first clip and the handle did not fully return to its original position. The device was used and when the first clip was fired, it did not form completely. The next clip also was malformed. The third clip did not feed properly. The fourth firing had the clip fly out of the device into the pt. At this point, the customer used another like device to complete the case with no pt consequence.

Manufacturer narrative:
Date sent: 10/18/2007. The analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled and ejected the remaining clips. The instrument locked out as intended. A corrective and preventative action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.